Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-02163 for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during a variceal banding in the digestive system, performed on (B)(6) 2010. According to the complainant, during the procedure, in both instances, they deployed the bands onto the varice; however, both bands fell off. The patient was transferred to intensive care for significant bleeding however, it has been reported that the patient is stable. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The exact patient age is unknown; however, it has been reported that the patient is over 18 years old. (B)(4) (hospitalization). (B)(4) (failure to maintain). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.